Event description:
During a procedure, pivot casting broke and light fell hitting table. Patient was sitting on chair at time of incident.

Manufacturer narrative:
Unit not returned for evaluation. However, from similar incidents, failure most likely due to breakage of pivot due to stress fatigue coupled with lack of preventive maintenance. Affected unit received product upgrade components. Recall currently underway to correct affected products in the field.